Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The target lesion was on the pleura. Due to the pneumothorax, the patient required chest tube placement and was admitted overnight for monitoring. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report

Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no report that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This event is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed and the patient was admitted overnight for observation.

Manufacturer narrative:
On 20-mar-2023, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the physician: the pneumothorax occurred due to taking a biopsy on a severely emphysematous person. The physician explained that this complication can happen with any lung biopsy procedure and has nothing to do with the ion endoluminal system.

Event description:
Refer to h10/h11 for follow-up information.